Manufacturer narrative:
G2: country of event - japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was spinal canal stenosis. It was reported that, during the oblique lumbar interbody fusion and lateral position posterior pedicle screw, the screw's track was near the disc, so it was decided to re-insert the screw. When the screw was removed, it was discovered that the thread was damaged, so it was replaced with a new screw and re-inserted. The levels treated were l5. There was a delay of less than 60 minutes reported as a result. There were no patient symptoms reported. No further complications reported regarding the event.